Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had bolus delivery that did not appear in the pump history. The bolus caused the daughter to have a low of 50 mg/dl, and she does not remember programming the bolus in the first place. The bolus history was reviewed and provided evidence of accurate insulin delivery. The mother then declined troubleshooting for the hypoglycemic episode. No products were shipped or returned.